Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part number: 03.130.010 synthes lot number: h410235; supplier lot number: n/a; release to warehouse date: 15-dec-2017; expiration date: n/a; manufactured by synthes monument. No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that during an unknown surgery on an unknown date, the tip of a stardrive screwdriver shaft broke. A different screwdriver was used. There was a surgical delay of 1 minute. The surgery was completed successfully with no adverse consequence to the patient. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h410235) was received showing a portion of the distal stardrive tip twisted and broken. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of twisted and broken tip was identified during the investigation. Dimensional inspection: drawing: stardrive scrwedriver shaft t4 03_130_010 rev d. Feature: screwdriver shaft diameter, adjacent to stardrive tip. Specification: 2.35 mm +0/-0.05 mm. Measured dimension: 2.34 mm. Result: conforming. Measurement device: caliper ca 215p. Dimensional inspection of the stardrive tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Stardrive scrwedriver shaft t4 03_130_010 rev d. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h410235) as a portion of the distal stardrive tip was observed to be twisted and broken. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date, the tip of a stardrive screwdriver shaft broke. A different screwdriver was used. There was a surgical delay of one minute. The surgery was completed successfully with no adverse consequence to the patient. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).